Event description:
Customer reported receiving no delivery alarms on the insulin pump. Customer's blood glucose reading at the time of the call was 100 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.